Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and bladder prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and dyspareunia. It was reported that the patient underwent surgery in order to have the arms cut off on the right side of the anterior mesh on (B)(6) 2009 due to recurrent on and off pelvic pain and mesh exposure. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02865. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat stress incontinence, urethral hypermobility, cystocele and rectocele and mesh was implanted. It was reported that the patient underwent the concurrent procedures of anterior repair, posterior repair, perineoplasty and cysto during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02865. The same patient is represented in each medwatch.